Event description:
It was reported that during a cholecystectomy procedure, the suture post was broken -just stretch strings. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 10/5/2007. Eval summary: the analysis results for the h12lp device confirmed that the olive button was returned with the suture tie post broken off. Additionally, the inner seal was returned with the lower ring broken off and separated in multiple pieces. The posts on the sleeve housing assembly were cracked. No functional test was performed. No conclusion could be reached as to what might have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No batch record review could be performed as no lot number was provided.